Manufacturer narrative:
A typ 1c endoleak occurred because the viabahn® vbx endoprosthesis has lost seal in the distal part of the renal artery. The endoleak required a re-intervention. The device remains implanted in the patient. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm. Also some visceral arteries were affected by the aneurysm. Via a transsubclavial access on the patient right side a t-branched cook® device with two side branches, each 2 cm in length, was implanted. The side branches were placed each in one of the renal arteries. A gore® viabahn® vbx balloon expandable endoprosthesis was advanced to the right renal artery through a tourguide¿ steerable sheath (medtronic) using an amplatz super stiff guidewire. The proximal part of the viabahn® vbx endoprosthesis was placed in the side branch of the cook® device, the distal part was placed in the right renal artery. After the viabahn® vbx endoprosthesis was deployed, an angiography was performed which confirmed complete sealing of this part of the aneurysm. Similar to this procedure another gore® viabahn® vbx balloon expandable endoprosthesis was advanced to the left renal artery and successfully placed and deployed. Other visceral arteries (truncus and superior mesenteric artery) were treated using unknown devices. During a follow-up visit on (B)(6) 2019, a computertomographic angiography (cta) was performed. The images showed that the proximal part of the viabahn® vbx endoprosthesis in the left renal artery was still placed in the side branch of the cook® device, but the distal part of the viabahn® vbx endoprosthesis was no longer located in the renal artery. It has lost seal and appeared to be in the aneurysm, resulting in an endoleak typ 1c. The endoleak was repaired successful during a vascular re-intervention using an advanta v12 balloon expandable covered stent (7mm x 59mm, atrium medical corporation). The patient tolerated the procedure.